Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the clip damaged by another device causing the clip to detach from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Imaging was note to be difficult due to the patient anatomy. One clip was deployed without issue. A second clip delivery system (cds) was advanced however met resistance with the previously implanted clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was able to be implanted to stabilize the first clip, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural circumstance. The reported incomplete coaptation associates with single leaflet device attachment (slda) was a cascading effect of the device damaged by another device (dislodged). The reported image resolution poor was due to challenging patient anatomy. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.